Manufacturer narrative:
(B)(4). Medical product: unknown vanguard femoral component, catalog#: unknown lot#: unknown, unknown vanguard bearing, catalog#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00649, 0001825034-2018-00650, 0001825034-2018-00651. Remains implanted.

Event description:
It was reported that the patient developed a pulmonary embolism three weeks following initial implantation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cr ilok fem-rt 62.5 item#183006 lot#j6006473, vngd ant stab brg 13x71 lot#890670 item#189063 bmet arcom ap pat w/wire 28mm lot#588380 item#11-150825. The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimensional inspections were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-00649, 0001825034-2018-00651, 0001825034-2018-01603.

Event description:
It was reported that the patient developed a pulmonary embolism one week following initial implantation. Attempts have been made and no further information has been provided.